Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and restricted leaflets. One clip was successfully deployed on the mitral valve. To further reduce mr, an nt clip (30417r1040) was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. An ntw clip (30718a1096) was then inserted. However, the clip became caught in chordae. Troubleshooting was performed and the clip was removed from chordae, but a chordal tear and lateral flail were observed. Therefore, the clip was removed, and an additional clip was inserted to treat the tissue damage. Mr was reduced to a grade of 2+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.